Event description:
It was reported that the patient is in pain and in a follow up visit that she had with her doctor, her surgeon advised her to call stryker since she has the rejuvenate implant.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.